Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
Dental office reported that the patient whitened one night, and the next day (on (B)(6) 2016) patient called the office to report that she had swollen lips. The patient saw her dentist on monday ((B)(6) 2016) and said she would not attempt whitening again. Dental office advised patient to discontinue using the desensitizer permanently. Followed-up with office, who reported patient's swelling and discomfort had subsided after 6 days.